Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has a crack. It was stated that the customer had already received the replacement. Advised the caller to discontinue the use of the device and revert to back up plan. The customer did believe that the keypad was unlocked when the child was sitting in a swing and accidentally pressed the buttons and then gave a bolus by mistake. Advised the caller that the crack could affect the functionality of the device. The mother checked the device and it had programmed a bolus for 300 carbohydrates and given 2.0 units of insulin, which is the pump user maximum bolus. No further information was provided.